Event description:
It was stated that the pump is defective. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd-legacy plus ambulatory infusion pump sn: (B)(6) was received from the customer. A visual evaluation found dso seal degraded and rear case crack at top right corner. Ehl was reviewed. Functional testing found as soon as attached cassette no disposable / pump won't run alarm appeared. Service history review identified this device was last serviced in september 2022. Root cause was determined to be contamination at dso sensor area. Repairs involved replacement of rear case, lock, uso sensor, air detector, optical switch, dso sensor and labels.